Event description:
It was reported that following a left heart catheterization, a 6f angio-seal vip was placed in the right groin. The pt was discharged. Four days later, the pt presented back to the emergency room with pain in the right leg. The pt was discharged. A follow up doppler revealed diminished flow in the right leg. An angiogram was performed showing a stenosis to be at previous angiogram site in the right groin. The pt has been admitted for surgical consultation and is recovering.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.